Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report their g5 application was freezing intermittently on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.